Event description:
The customer reported that the insulin pump had recently been dropped in the toilet. The customer stated that she dried the insulin pump but fluid was still visible under the display screen. Customer also stated that there was a crack on the reservoir lip compartment. During troubleshooting, customer dried the device again and inserted a new battery, but the display did not return. Blood glucose level at the time of the incident was 138 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Moisture damage found on the electronics and motor. No blank display noted. Unable to perform the operating currents due to button keypad anomaly. Pump received with cracked case at display window corners, battery tube threads, broken reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.